Manufacturer narrative:
The reported event is confirmed - cause unknown. Received one photo samples. Photo received showed where the hair was located on the catheter. Received one (1) used all-silicone foley catheter with syringe without original packaging. Visual inspection of the sample noted a hair on the catheter upon return. Product labeling was reviewed for this investigation. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Initial reporter full name: (B)(6) hospital. Institution: (B)(6) medical center. Correction: d. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, there was a hair found on the foley catheter before use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter full name: (B)(6) medical center this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a hair found on the foley catheter before use.